Event description:
Upon removing the catheter from the hoop, a "crack" was observed in the polymer need the mid portion of the device. Rep witnessed that the catheter was removed properly from the dispensing hoop. Product is being returned for eval.

Manufacturer narrative:
Tech eval: the unit was returned in a (B) (6) mailer in a ziplock bag. The original catheter carrier was not included. The unit shows a single axis bend 51.5 cm distal of the stainless strain relief. Conclusion: the reported issue is confirmed. The DHR of this production lot has been reviewed and a copy of the report is attached. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part# 0854 (lot# l14256). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The DHR review of final assembly (lot# l14256) indicated that 100% inspection of the devices resulted in 16 rejects. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.